Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: d4(expiration date: 05/2016),g3,g4. H11: d1,d4,h6(method and conclusion). H11:section a through f : the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that sometime post filter deployment the patient allegedly suffered from inferior vena cava filer tilt and sustained multiple failed filter removals. The current patient status is unknown.

Event description:
It was reported through the litigation process that sometime post filter deployment, the patient allegedly suffered from inferior vena cava filer tilt and sustained multiple failed filter removals. The current patient status is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately two months of post deployment, the patient presented for filter retrieval, an access made via right jugular vein, over the guidewire, sheath was carefully advanced into the inferior vena cava just above the filter. The filter appeared to be slightly tilted. Multiple attempts were made with different devices; however, the filter because of it was tilt could not be retrieved and the procedure was abandoned. Around, two years and sixteen days later, again the patient presented for filter retrieval, an access made via right internal jugular vein, advanced the micro wire and the nitrex wire under fluoroscopy into the vena cava and the abdomen. Then inserted the 10-french sheath and used multiple passes with a snare from different oblique projections, but unable to remove the filter and could not even grasp. The filter was bent 90 degrees, and the hook was ungraspable. Therefore, the investigation is confirmed for material deformation and retrieval difficulties. However, the investigation is inconclusive for filter tilt. Based on the provided medical records, there is no clear evidence to confirm for filter tilt as it reported that, ¿slightly tilted.¿. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: d4(expiration date: 05/2016),g3. H11: h6(result and conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. The device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for tilt and retrieval difficulties as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that sometime post filter deployment the filter tilted and was unable to be retrieved after multiple retrieval attempts. The status of the patient is unknown.